Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address discomfort. Update rec'd 6/13/2014 - pfs and medical records received. Part/lot information received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/7/2014. Update ad 27 jul 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to ppf and sticker sheets received. Ppf alleges loosening of the stem and elevated metal ions. Added lawyer, law firm, UDI, expiration date of the impacted products and an impacted product record for the stem was added due to alleged elevated metal ions and loosening. Doi: (B)(6) 2005 - dor: (B)(6) 2014 (left hip).